Event description:
Procedure: unk. Based on the report sent by the user facility, the "patient burned when electrosurgical pencil placed on abdomen during procedure. Physician ordered medical treatment for burn (silvadene ointment). The facility was contacted and risk management indicated this event has been attributed to user error as a staff member placed the cautery pencil directly on the patient and not in the holster. Risk management also stated ointment was only applied to prevent infection as the burn was superficial.